Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 100% occlusion in the distal right coronary artery, which was tortuous, but not calcified. The lesion was pre-dilated and the 3.0 x 23 mm vision stent was deployed. As a small waist was noted in the stent, the stent delivery system (sds) balloon was inflated again to 14 atmospheres for 45 seconds. When an attempt was made to deflate the balloon, it would not deflate. When the balloon appeared deflated enough to remove; it was retracted; however, it stuck on the 6f non-abbott guide catheter. Negative pressure was applied 3 times and after approximately 90 seconds, the sds and guide catheter were able to be removed together as a single unit. This was not considered a clinically significant delay in procedure and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis could not confirm the reported inflation/difficulty to deploy or deflation issue. However, based on visual inspection, functional testing, dimensional measurements, and cine images received, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.